Event description:
During surgery on a pt the internal paddles were unable to discharge. Complainant indicated that the clinician was able to obtain another set of internal handles to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.